Event description:
The technologist was preparing to acquire a whole body bone scan on the gammacamera, using a predefined protocol for the acquisition. Prior to setting up the procedure, the collimator was changed. The collimator change position is a the far right end of the rails. The pt was loaded onto the scintibed, and positioned beneath the head of the camera, approximately 8 inches from the left end of the bed. The technologist chose the whole body protocol for the set up. The first prompt that apopears on the screen is "hit safety pad", which was done with no problems. The message which follows should have read "rotation angle should be 0', for automatic motion press staart". The start was pressed. At this time the technologist could not be certain if the head actually moved or not. The next messaage was "lateral positioning...move fov above pt's head, press enter". At this point the technologist is nost sure if she actually hit the enter key or not, as she normally haaaas the pt in this position when setting up for a bone scan so she can quickly go through these two steps. As a result, she is very unsure of exactly which button she actually hit. The gantry suddenly began to rotate in a clockwise direction, striking the pt in the chest as at about mid ato lower rib area. The technologist is also unsure whether the saaafety paad did not ssstop the motion because it did not function aat the edge, or because she did not give it enough time to activate before pressing the e-stop. Gantry search (auto index) was not used during the set-up procedure. Investigation into the incident revealed that it was mossst probably cause by operator error.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: failure to follow instructions, misapplication of device. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.